Event description:
It was reported that during the implant procedure, the pulse generator exhibited unacceptable threshold and improper connection to the lead. The device was not implanted and a new one was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.